Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date receiving competitor product. Subsequently, the patient was revised on (B)(6) 2012 for unknown reason and biomet product was implanted. The patient then underwent a revision on (B)(6) 2013 due to instability. The surgeon removed and replaced the polyethylene bearing. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿